Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is filed under a separate medwatch report.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein, using the pre-close technique via an 8f sheath hole, prior to an interventional leadless pacemaker procedure. Reportedly, the first prostyle deployed fine. The second prostyle deployed but there was trouble closing the foot and backing it out. The prostyle was removed safely, but the first sutures came undone. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f (outer) and a 27f (inner) sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional leadless pacemaker procedure. Reportedly, the first prostyle deployed fine. The second prostyle deployed but there was trouble closing the foot and backing it out. The prostyle was removed safely, but the first sutures came undone. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 25f (outer) and a 27f (inner) sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that contribute to the inability to retract the lever/foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Device manipulation or anatomical interference with either device during removal possibly caused interaction between devices causing the first placed suture to come undone. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.